Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
[Us FDA MDR] it was reported that the patient experienced inappropriate therapy due to a possible fracture of the pace/sense portion of the right ventricular lead. A lead integrity alert was triggered for high impedance and noise. The pace/sense portion of the lead was capped and replaced. No further patient complications have been reported as a result of this event. It was reported after receiving two external electric shocks from mains power, the physician inquired about possible damage to the ICD. A lead integrity alert, high pace/sense impedances (>2000 ohm) and high sic counts were observed. A lead revision was performed replacing the pace/sense lead. The lead was partially abandoned/capped and replaced.